Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery. During deployment of a 5.5 x 40 mm supera stent, towards the end of the deployment there was a ratchet miss and it could not push the stent any longer. The handle was rotated but the ratchet could not be engaged again so the catheter was pulled on as the thumbslide was manipulated and the stent finally deployed in the target lesion; however, the proximal end did elongate over 10%. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.